Manufacturer narrative:
Date of event is estimated. The event of pocket revision was reported to abbott. The ipg was relocated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient experienced discomfort at the ipg site. As a result, surgical intervention occurred on (B)(6) 2023 wherein the ipg was repositioned to address the issue.